Event description:
It was reported that an employee experienced tightness in the chest and uncontrollable cough while working in the cleaning room that uses cidex opa. The employee was sent to the emergency room where a chest x-ray showed chemical pneumonia in the right lower lobe. The air exchange system for room ventiliation was broken for some time prior to the event.